Event description:
It was reported that the patient was having product delivery issues from liberator medical. He received three boxes of thirty catheters every three months. When he received the packages, around five or six catheters in each box were twisted, bent and jammed. The patient was unable to use the product upon delivery. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bard/bd has determined that this event is not reportable. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was having product delivery issues from liberator medical. He received three boxes of thirty catheters every three months. When he received the packages, around five or six catheters in each box were twisted, bent and jammed. Patient was unable to use product upon delivery. No medical intervention.